Event description:
It was reported a company representative had seen stimulation changes with other patients toward end of service (eos). The representative had notices with some patients in the past the therapy was not as effective toward eos. They had also seen frequent recharging with some patients when they were close to eos. No information on any of these instances was readily available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).